Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient reported they attempted to activate three different pods with their pdm (personal diabetes manager) without success. With each activation attempt, the patient reported receiving a communication error on their pdm. As a result, the patient was unable to utilize insulin pump therapy to receive insulin. The patient's blood glucose levels reached 300 mg/dl. No further information is available due to call being dropped. Three due diligence attempts were made to collect further information without success.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.